Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator service required alarm occurred related to a battery charging fault. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery was replaced to address the issue.

Event description:
The manufacturer received information alleging a ventilator service required alarm occurred related to a battery charging fault. There was no harm or injury reported. The evaluation has yet to be completed. At this time, we are unable to confirm the component required to correct the issue. A follow-up report will be submitted when the manufacturer's investigation is complete.